Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that the device was functioning and depleting normally and no problem was detected. No further analysis was performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was explanted due to dehiscence. No additional adverse patient effects reported.